Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's glucose level increased to 340¿380 mg/dl. The patient noticed a smell of insulin and leakage at the infusion site, with insulin pooled under the plastic connector of the infusion set. The infusion set had been in place for a couple of days. The patient inserted a new site to resolve the issue. There was a patient involvement and there were no additional adverse consequences.